Event description:
During introduction of the coil into the microcatheter, the delivery wire broke. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there was no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported pusher wire broken. Controls are in place in the top assembly manufacturing process to ensure the integrity of product before shipping. The most likely that some anatomical or procedural factors caused or contributed the performance of the device to be limited. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
During introduction of the coil into the microcatheter, the delivery wire broke. There was no clinical consequence to the patient.